Event description:
While ventilating a pt, the device posted error codes, an audible alarm was heard and all led's on the device lit up. The therapist manually ventilated the pt with an alternate device. The therapist then cycled power and the device came up functional. The therapist placed the pt back on the device. Approximately three minutes later, the same occurrence was noted. The therapist manually ventilated the pt with an alternate device until the pt was transferred to another ventilator. It was reported that there was no pt injury.